Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that it looked like a wire was sticking out of the skin. It was noted to be white. The patient thought it was a stitch but the stitches were black. The patient was to follow-up with a healthcare professional and had a doctor appointment on (B)(6) 2016. No symptoms were reported. The issue began in (B)(6) of 2016, about a week prior to (B)(6) 2016. A manufacturing representative then reported that the patient¿s erosion in (B)(6) 2016 ended up being sutured, but this past weekend ((B)(6) 2017), the patient went to the emergency room with an eroded opening. It was reported that the patient was infected at the ins site and had an incisional wound opening. The opening of the pocket was less than the size of a dime. It was reported that they planned to do a partial system explant, and remove the ins tomorrow ((B)(6) 2017), but leave the lead intact for approximately six months before re-implanting the patient, as the patient has a history of frequent infections. The patient received intravenous antibiotics as well. A manufacturing representative later reported that the patient¿s ins was removed as it had eroded through the skin. Extensions were used to cap off the end of the leads. A new device was not implanted at this time. The explant occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017. The consumer reported that their implantable neurostimulator (ins) went bad, the ins was removed but the leads remained implanted and a replacement surgery was planned for (B)(6) 2017. The issue was discovered in (B)(6) 2016 when the patient could see the battery and it was removed on (B)(6) 2017. It was also reported that the recharging waist belt rubbed a hole in the patient¿s skin and they were unsure if their body was rejecting the battery or if the battery was too big. Lastly, the patient reported that their back would hurt all the time and the patient wanted a smaller ins battery implanted. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.